Event description:
Consumer reports receiving consistently high readings when comparing to their other meter. Analysis run on clark error grid using competitive reading (60) as ref. Point vs. Bd readings (80) yielded data points in the d range of the grid, outside acceptable limits.